Event description:
The customer states that the enteral feeding pump overfeeds.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was overfeeding. The unit was triaged and the reported issue could not be confirmed. The feed rate was found to be within accuracy during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.